Event description:
It was reported that the swan-ganz catheter was successfully inserted during a bypass case but it was later noted that blood was seeping out of the proximal luer lock. The catheter was removed immediately and there were no affects to the patient. The catheter was replaced without incident. Follow-up communications with the customer indicated that they were not aware of any body damage at the time of the event.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The catheter appeared damaged approximately 30cm from the tip. The report of 'blood seeping out of luers' was not confirmed; however, the catheter body was received damaged. The catheter body appeared pinched and torn approximately 30cm from the tip. The proximal port was torn but the tear did not go all the way through the catheter. The ra infusion, pa distal, proximal injectate and inflation lumens were leaking through the torn tubing. Blood was visible on the catheter body. The rv infusion lumen was patent without any leakage or occlusion. The catheter body had an indentation approximately 65cm from the tip. There was no visible damage observed on the returned monoject 1.5cc limited volume syringe. A review of the manufacturing records indicated that the product met specifications upon release. Although the report was confirmed, there was no evidence of a manufacturing nonconformance. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.